Event description:
It was reported that a clearlink continu-flo solution set had "micro" leaks from the ports. The issue was identified during set up/preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was produced in november 2021. The actual device was received for evaluation. A visual inspection revealed a leak at the junction of the tubing and the y-connector. The reported condition was verified. The cause of the condition was determined to be a solvent application issue during a manual step of the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.